Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime and that the customer experienced high blood glucose levels. The blood glucose reading was over 400 mg/dl. Upon troubleshooting, it was found that the device was working as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.